Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump screen was scuffed which make screen harder to read. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is 28-oct-2019.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device passed self test, a21 error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no low battery alert and blank display noted. Device received with minor scratches on display window noted. No unexpected resetting time or date after changing battery noted. (B(4).